Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in b.3. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content reported in the drbc products for this collection. No unusual process variable was identified from the signals in the run data file. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the rbc product may be donor-related. It also cannot be ruled out that the loading of the disposable set, particularly the rbc filters, may have contributed to the higher-than-expected wbc content measured in the drbc units. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content reported in the drbc products for this collection. No unusual process variable was identified from the signals in the run data file. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the rbc product may be donor-related. It also cannot be ruled out that the loading of the disposable set, particularly the rbc filters, may have contributed to the higher-than-expected wbc content measured in the drbc units.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content reported in the drbc products for this collection. No unusual process variable was identified from the signals in the run data file. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the rbc product may be donor-related. It also cannot be ruled out that the loading of the disposable set, particularly the rbc filters, may have contributed to the higher-than-expected wbc content measured in the drbc units. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.